Manufacturer narrative:
Insulin pump received no act button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracked screen noted. No moisture damage inside insulin pump noted.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer stated that two days prior to the phone call the humidity was rising and the screen of the device got foggy. The day of the phone call the customer was unable to deliver a bolus due to the malfunction. The customer's blood glucose was 109 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.